Event description:
On 11-sep-2025 the user reported that the ilet device displayed alert 42 ¿ current sense circuit failure and immediately presented an ¿unable to proceed¿ message during rewind with an empty insulin chamber. The device could not resume operation and was determined to require replacement. The user was instructed to switch to backup insulin therapy. No adverse health effects, blood glucose impact, or medical intervention were reported.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.